Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6. H11. A fractured femur is a serious injury, typically sustained in a high-impact trauma requiring immediate medical attention. It was reported the patient suffered a kick in the thigh from a cow causing the femur fracture. There were no issues or complications with the stem reported prior to trauma. A revision of the component was required as part of the surgery to repair the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision 1 year and 2 months post implantation due to a femur fracture. There is no additional information available at the time of this report.